Event description:
The customer reported that the system was arcing.

Manufacturer narrative:
The ge service rep cleaned and regreased the high voltage cables. He ran the system extensively at the maximum technique, to ensure the problem was resolved. The system performs as intended.